Event description:
Customer reported a leak occurred when using the coulter lh 750 hematology analyzer. The leak was reported to be located at the baths of the instrument, volume was about 5 cc, and was not contained within the instrument. The operator was wearing gloves, goggles, and gown when the leak was identified. There was no reported exposure to mucous membranes or open wounds. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.

Manufacturer narrative:
Service was not dispatched because the customer was able to troubleshoot the leak. The customer noticed that the rbc (red blood cell) bath was loose. The customer reseated the rbc bath and the instrument ran without any leaks. Identification of failure modes: the cause of the leak was that the rbc bath was loose. No erroneous results were generated for this event. Upon recur; the failure mode identified is likely to cause erroneous for all parameters due to improper bath mix. Evaluation of product labeling: per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).